Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 04z21. All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result. The following data was provided: initial result: < 1.6 ng/l, the repeat result: 35.2 ng/l the customer processed the sample again in duplicate and obtained < 1.6 ng/l both times. No customer cutoff was provided for alinity I stat high sensitive troponin-I, therefore using the package insert overall cutoff of 26.2 ng/l. There was no impact to patient management reported.

Event description:
Update: on (B)(6)2022 the customer provided another patient case with falsely elevated alinity I stat high sensitive troponin-I result. The following data was provided: on (B)(6)2022 sample ID (B)(6)generated an initial result of 29.8 ng/l and repeat result of 5.4 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Additional patient information documented in section b5. Patient identifier a1 for new patient case: (B)(6) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending determined no related trends identified for the lot 39568ud00 and complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 39568ud00 is within 1sd of the established baseline, indicating the reagent lot is comparable with other lots in the field confirming no systemic issue for the lot. A review of the device history record did not identify any non-conformances or deviations associated with lot 39568ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I stat high sensitive troponin-I reagent lot 39568ud00 was identified.